Event description:
It was reported that: "precision test 21.42 ml." Which points to the device not delivering within specification. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional, occlusion and accuracy tests were performed, which found a damaged downstream occlusion (dso) seal. However, the customer's problem was not replicated as the device passed accuracy, occlusion and functionality tests. The dso seal was replaced to fix that issue, but the cause of the reported issue was not established.